Manufacturer narrative:
Additional information was added to e4, h6, h10, and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified continu-flo solution set had an end piece of an IV tubing break off in the IV hub. This was observed when disconnecting the IV tubing from the patient. New tubing, medication, and j-loop were required. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.